Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of asbss0147 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that the needle broke during the port access procedure.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. The information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. If this event were to recur, it does not pose an incremental risk of harm to the patient, user, or other person. Therefore this event is deemed not reportable per 21 cfr part 803. (B)(4).

Event description:
It was reported that the needle broke during the port access procedure. 9/17/2018 - the returned needle was bent, not broken.